Manufacturer narrative:
On (B)(6) 2019, mentor received the following additional information: (1) suspect devices information: (left) 215cc mentor memoryshape catalog: 3541108g lot: 5560102 sn: (B)(4) and (B)(4) (right) 215cc mentor memoryshape catalog: 3541108g lot: 5560102 sn: (B)(4), (2) correct doi is (B)(6) 2006 (3) patient's date of birth was (B)(6) 1984 (4) patient's age at the time of incident was 34 and (5)t he patient has possible breast implant illness and capsule pathology showing focal lipogranulomas suggesting reaction to silicone. On 10/14/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Additional information received by mentor on 8/6/3029 indicates that the patient will undergo bilateral explantation in the first week of (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8/19/2019, mentor became aware that the patient's implant explantation surgery was scheduled for (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5087151) that a female patient of unknown age who underwent breast prostheses implantation procedure with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including hair loss, alopecia, thyroid condition, autoimmune disease, joint pain, and tiredness. During a check up for the hair loss, they were pointed towards anesthesia side effects but after going to a dermatologist, they were diagnosed with the alopecia. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Reason for reoperation/explantation: autoimmune symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/31/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).